Event description:
Litigation alleges that the patient suffered excruciating pain, unequal leg lengths and difficulty walking.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The initial MDR was filed late.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Litigation alleges that the patient suffered excruciating pain, unequal leg lengths and difficulty walking. Doi: (B)(6) 2008, dor: (B)(6) 2009 (left hip). Patient is a resident of (B)(6). Update: (B)(4) 2012; patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Examination of the reported devices was not possible as they were not returned. A search of the warsaw and international complaints databases finds no other reported reports of pain in association with unequal leg length. The investigation can draw no conclusion regarding the reported event with the information available. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. (B)(4) has been established regarding root cause and/or corrective actions. Further determinations and actions will be documented in the corrective and preventative action investigation as appropriate. Based on the inability to determine root cause, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(4) 2012 - patient fact sheet was received, which identified part/lot information.